Event description:
It was reported that the protege rx did not deploy in the lesion during a procedure. The procedure was completed using a new product. The device was never implanted. No patient complications have been reported as a result of this event. The device was safely removed from the patient. When the device was reported for evaluation, it was noted that the stent pre deployed

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened. The stent was confirmed as 40mm approx 5mm of the stent was exposed, a 20cc water filled syringe was used to flush the device, the device flushed by the y connector only, biologics were observed in the flush attempt, a 0.014¿ guidewire was unable to advance through the device. The device was set up in the deployment fixture, the stent did not deploy with a maximum peak force of 7.55lbs, which is above the recommended deployment force, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.